Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the resection electrodes with hf cable exhibited charred marks on the distal tip as signs of use. The loop and the shaft were also bent. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: h3 and h6. It has been under one (1) year since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, and error code e187 could not be reproduced. The electrode was returned as used, but it could be activated, cut, and coagulated without a problem. However, it is assumed that the part or operating table or similar was earthed for unknown reasons, which then triggered the error code and switched off the generator. The electrode itself only shows general signs of use and is assessed as being of standard function. Olympus will continue to monitor field performance for this device.